Event description:
Pt undergoing bilateral sagittal split osteotomy with rigid fixation, three piece total maxillary osteotomy. During the course of the procedure, it was noted that a blister had formed on pt's right lower lip. Source of burn identified as tip of handpiece to "taph" drill.